Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During training, the autopulse platform (sn (B)(4) displayed a system error, out of service, revert to manual CPR message. No patient involvement.